Event description:
Hospital reported an interstitial contrast injection occurred. Customer reported 120 ml of fluid extravasated. Patient required a nerve block and possible skin graft.

Manufacturer narrative:
Co service representative checked injector with no problems found with the unit.